Manufacturer narrative:
(B) (4). The lens has not yet been received for analysis. Halos and/or glare are a known and labeled possible side effect of any multifocal lens implant. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related. Device not returned.

Event description:
The physician reported the intraocular lens (iol) was removed and replaced with a monofocal iol without complication 4 months after implant due to the patient's intolerance of the glare she was experiencing.

Manufacturer narrative:
The device was received and inspected at the manufacturing site. The investigation consisted of a review of the manufacturing records which showed no deviations and microscopic examination of the optic parts which showed no deviations. The device met all specifications prior to release. Halos and/or glare are a known and labeled possible side effect of all multifocal intraocular lens implants. Will continue to monitor and trend all reports received.

Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during a stone removal procedure performed on (B)(6) 2009. According to the complainant, after removing bile duct stones several times the balloon ruptured. The procedure was completed with this device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.